Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed a definitive root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: no connection and the endoscopic image could not be displayed due to damage on the cable unit, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no connection to the 4k processor. The issue was found during reprocessing. There were no reports of patient involvement.